Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicone peeled off the tip of the hemopro jaw upon removing the device from the package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A replacement report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).